Event description:
On the (B)(6) 2012, 3 zilver ptx drug-eluting peripheral stents were placed. On the (B)(6) 2012, occlusion due to thrombosis was confirmed. Claudication was observed to the pt. Thrombus aspiration was performed and then poba was conducted, followed by stent placement. Pt recovered. There have been no adverse effects to the pt. Pt recovered.

Manufacturer narrative:
There were no zilver ptx devices of lot number c772909 in stock at the time of the complaint investigation. A document images were planned to be provided; however, no images were received to date. As no images were available for review, the customer complaint could not be confirmed. According to add'l info provided for this complaint, the pt had known potential risk factor for thrombosis such as hyperlipidemia. In addition, the lesion was totally occluded prior to stent placement, severe calcification was observed and residual inflow, outflow was evident. Target vessel length was long (220mm) which is also considered as contributing factor to stent thrombosis. Based on the above it may be noted that the pt had a number of risk factors (pt/lesion/procedure) that could have contributed to the thrombosis event. In addition, as indicated by the physician "ptx might have not expanded enough". A definitive cause of thrombosis event in this case cannot be determined. Prior to distribution at zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. Recovery of the pt was confirmed and there have been no adverse effects to the pt. It may be noted that thrombosis is known potential adverse effect as per instruction for use. Health risk assessment was initiated for stent thrombosis. Quality engineering assessed the complaint using the health risk assessment scale for severity, occurrence and probability of injury and the risk has been determined to be moderate. Customer qa will continue to monitor complaints of this nature for potential emerging trends.